Manufacturer narrative:
The complainant indicated that the device has been discarded at the complaint facility, consequently it will not be returned for evaluation, therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. The reporting facfility did not indicate the lot/batch number of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. In lieu of a reported lot number, a ship history report (shr) is normally performed for the three most recent lots shipped to the customer in the last six months prior to the procedure date, however, in this case no records were able to be reviewed as this customer did not receive any lots of this part number in the year prior to the procedure. Complaint trend report for the month of march 2007 was reviewed for the vaxcel pasv port product family and no current adverse trends were noted. In addition, there have been no complaints for the reported defects of "catheter fractured", "device broken/migrated", or "catheter broken/migrated" in the last 7 months. The complaint is inconclusive as the customer did not return a product sample. Without receiving a product sample for evaluation, a definitive root cause could not be determined for this incident. However, the reported event description suggests the catheter failure was not the result of a defect in the device. The catheter is provided as a separate component, which the customer attaches to the port during use.

Event description:
The complainant reported that the device had been therapeutically implanted into a male patient in 2006. In 2007, during a patient blood draw, the physician found that the catheter was damaged in the location of where it was attached to the port. An x-ray was performed which confirmed that the catheter became cut at the point of attachment to the port inside of the patient's body. There was no migration of the catheter inside the patient. The doctor reported that it is suspected that pt "horseplay" may have caused the device damage. The pt was taken to surgery prior to event date, to remove the damaged port and to implant a replacement port. During this procedure, a moderate amount of pus was identified at the port site. The port was successfully removed from the patient. The physicians removed the infected tissue from the bottom side of the port pocket and all pus was evacuated. The replacement port was successfully implanted in the patient. The complainant reported that the pt tolerated the procedure well and there were no additional adverse effects on the patient as a result of the problem.